Manufacturer narrative:
Correction: an additional defect was found during the investigation. The following fields have been updated: b.5. Describe event or problem: it was reported that the syringe 50ml ll clear 14ga 1-1/4in leaked before use and the needle caused coring issues. F.10. Device codes: 1354, 2944. Investigation: h.6. Investigation summary: three sealed samples and three photos were provided to our quality team for investigation. Through visual inspection of the photos, a leakage past the stopper ribs was observed. The unused samples were further evaluated, there was no damage or molding defect observed on the syringe and the stopper was verified to be properly assembled onto the plunger. There was no evidence in any of the physical sample of coring. A device history review was performed for the reported lot 1904255, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to the reported defects. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tightness verification of the stopper and leakage testing. Leakage testing was performed on the returned samples and in all cases, product met required specifications and no leak was observed. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the syringe 50ml ll clear 14ga 1-1/4in leaked before use and the needle caused coring issues. The following information was provided by the initial reporter, translated from german to english: "syringe leaking piston! Microlance cannulas have caused punchings!"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/27/2020. H.6. Investigation: three sealed samples and three photos were provided to our quality team for investigation. Through visual inspection of the photos, a leakage past the stopper ribs was observed. The unused samples were evaluated, there was no damage or molding defect observed on the syringe and the stopper was verified to be properly assembled onto the plunger. A device history review was performed for the reported lot 1904255, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing was performed on the returned samples and in all cases, product met required specifications and no leak was observed . Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that the syringe 50ml ll clear 14ga 1-1/4in leaked before use. The following information was provided by the initial reporter, translated from german to english: "syringe leaking piston! Microlance cannulas have caused punchings!"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 50 ml ll clear 14 ga 1-1/4 in leaked before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe leaking piston! Microlance cannulas have caused punchings!"